Event description:
It was reported, when reaming the metaphysis of the humerus over the reamer guide body the reamer broke in half at the shaft portion. The reamer has to be chucked up on a jacobs chuck and the shaft starts small and then enlarges. The shaft broke where the small portion meets the larger portion which is where the chuck is chucked up to. The surgeon was reaming the humerus, which was harder bone than the average osteoporotic female, and from the force the reamer shaft broke. It was reported the device was in contact with the pt however, there was no pt injury. No revision or medical intervention was required.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.